Manufacturer narrative:
Product code (ove): intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) from c3 to c5 due to degenerative cervical spine. Intra-op, cage cracked while implanting. The procedure was performed successfully by using the another same size of implant. No fragments of the implant remaining in the patient. No complications were reported.

Manufacturer narrative:
Product analysis results: visual optical microscopic visual and optical inspection confirmed the implant was returned broken/cracked. The top center portion of the implant around the locking cap has been fractured in multiple locations. Optical inspection revealed witness marks on the cap of the implant. This type of damage is consistent with significant impaction force on the implant locking cap during the attempted insertion. If information is provided in the future, a supplemental report will be issued.